Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to eol, an insulation anomaly was observed. No electrical anomalies were noted. Lead was capped and replaced.